Manufacturer narrative:
The meter was received for investigation. During a display test, all segments were displayed. At some viewpoints, the segments displayed were faint, but still clearly readable. The battery compartment and circuit board are contaminated and corroded by liquid. This affects the connections to the display and some of the conductive rubber contacts. The investigation determined the display issue was due to improper handling or maintenance by the customer.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could lead to a misinterpretation of results. The meter display was hazy and part of the numbers in the date were illegible. When the initial reporter inserted a test strip, he could not read the numbers of the code due to missing segments and pieces in the numbers. The initial reporter performed a display check and "888" displayed on the meter. There were no missing segments or pieces. Everything on the screen was visible, but when the button was released the display was hazy. There were no allegations of misinterpreted results.